Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic robotic cystoprostatectomy, while stapling the neurovascular bundle, the device had an unloading issue. The stapler could not be opened and was locked on tissue. A second stapler was used but the same thing occurred. The surgeon had to cut around the stapler to release it.